Event description:
Doctor was finishing up a uterine polypectomy and irrigating site when he saw a foreign object floating in the uterine cavity that doctor identified as ceramic beak of 27050xa sheath. Doctor had difficulty finding and retrieving item. He spent an hour trying to retrieve piece and finally caught hold of the piece with a grasper and retrieved it with a basket. There was no adverse effect on pt; pt condition post-op was good.